Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was conducted to assess the leads electrical performance and the integrity of its inner insulation. Measurements from these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. A calcified tissue was observed on the insulation and part of the anode electrode ring. Multiple coil dislocations and deformations, both laid back and forward, were noted in the affected area. The field report based on the direct observation of fractured lead conductor(s) consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signal due to lead fracture. This ra lead was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signal due to lead fracture. This ra lead was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.